Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu1347 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that upon removal of the PICC, the catheter was noticed to have a fracture in the line at 21cm. No other information was provided.